Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained.. The expected fasting blood glucose test result range is 95 to 110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/13/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) 170mg/dl (B)(6) 2017 08:03 pm fasting: yes, 142mg/dl (B)(6) 2017 08:00 pm fasting: yes, undisclosed, undisclosed, undisclosed. Customer calling states that the meter is giving inaccurate results. Customer states that the meter is giving high blood results. Customer states that she compare the true metrix meter with the true track and the true result meter and the true metrix meter is giving very high blood results. Customer bought the meter and just ran the blood test today. Customer ran a blood test on the truetrack and got 110mg/dl fasting, trueresult got 106mg/dl fasting (using her last strip) but the true metrix she got 142/170mg/dl fasting. Customer states her it is dangerous using this product.